Manufacturer narrative:
This is a final report. Customer had purchased and attempted to use incompatible test strips for several weeks prior to the reported medical event. Since this is a use error, the investigation of the product is not required.

Event description:
Customer reported that his adc meter would not turn on with strip insertion, he started to feel "bad" and have a headache, and saw his local doctor. He stated his doctor tested his blood glucose and received an hcp meter result of ">500mg/dl", and he was "rushed to the hospital". Customer was diagnosed with hyperglycemia and treated with IV insulin. There was no report of death or permanent impairment associated with this case.